Event description:
The facility representative contacted baxter great britain to report a colleague infusion pump with display issues; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display issue was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿this issue has been escalated to CAPA. A follow-up report will be submitted if any additional details become available.

Manufacturer narrative:
(B)(4). The reported problem was reproduced during product evaluation. The assignable cause of the reported problem was lines on the main display. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.